Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the display would remain blank when powered on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a catheter-based procedure, the monitor lost display without prompt from the user. The reported issue occurred while navigating. The site brought in a separate monitor to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Following the procedure, the representative found that the connection was established and sound came from the monitor. No additional information was provided.